Event description:
Customer alleged blood glucose results of 464 mg/dl, 98 mg/dl, and 89 mg/dl when testing was performed within 10 minutes on the compact system. Customer reported having no symptoms and not did not treat/act on results. Suspect device is unavailable for return. Replacement product was sent.